Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The customer requested our fse (field service engineer) to visit the hospital and verify the ventilator for proper operation. The ventilator was investigated and the unit passed all calibration, functional and safety tests to factory specifications. The unit was run for two hours without any problem. The ventilator returned to the customer and cleared for clinical use. The fulfillment of the conditions for the ventilator to be operated in an MRI environment, could not be confirmed by our fse. The compatibility agreement was not provided. The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement". Earlier investigations of similar complaints have shown that the ventilator can be attracted to the mr scanner if the wheels are not locked, or if the ventilator is placed inside the safety line. Our conclusion is that the incident was caused by the user not following the requirements for use of the ventilator in mr environment.

Event description:
(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470, contact peron:(B)(4).

Event description:
It was reported that the ventilator was pulled into the MRI scanner. There was no patient involvement. (B)(4).